Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was recorded as well out of range pace impedance measurements when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The values appeared satisfactory most recently. Boston scientific technical services (ts) analysis was requested. No adverse patient effects were reported. Ts reviewed data and confirmed out of range pace impedance measurements on the rv lead. Noise was also noted on the right atrial (ra) lead. Noted that the shock impedance measurements were in range but it seemed that the shock channel was affected by noise/oversensing. Ts discussed troubleshooting and a possible revision based on findings. The plan for this patient was to do provocation maneuver testing, but this has not yet been scheduled.